Event description:
Silicone breast implant rupture discovered after only 6 months (details below) - (B)(6) 2022, I had a right mastectomy to remove breast cancer, bilateral saline implants removed, and a right tissue expander implanted. - (B)(6) 2023, the right tissue expander was exchanged with a natrelle inspira style srf 415 cc implant (ref (B)(4) sn (B)(6)) - (B)(6) 2023, I had fat grafting revision recon on right. My left breast had a dual plane augmentation using a natrelle inspira style srm-240 cc silicone implant (ref (B)(4), sn (B)(6)) and a left periariolar mastopexy -(B)(6) 2024, changes were noted in the left breast -(B)(6) 2024, more concerning changes were noted of left breast shape, and a surgery date of (B)(6) 2024 was scheduled for focal release. (B)(6) 2024, a routine annual mammogram of left breast detected "enlarged lymph nodes" with evidence of "silicone snow" -(B)(6) 2024, second mammogram of left breast and left breast ultrasound were performed. Results confirmed "silicone snow in two lymph nodes consistent with implant rupture." (B)(6, 2024 an MRI was performed to further confirm findings. MRI results determined the presence of silicone in two lymph nodes but did not* determine a rupture. *very concerning since MRI is considered the highest standard of imaging diagnostics (meanwhile my plastic surgical team vehemently denied the possibility of a gel bleed but concurred with my decision to replace both silicone implants with saline implants.) - (B)(6) 2024, a bilateral implant exchange using left saline natrelle inspira 68-240, sn (B)(6) filled to 250 cc and right saline natrelle inspira 68hp-400, sn (B)(6) filled to 415 cc. In addition, a left capsular release was performed. I had a severe post-surgical reaction to cefadroxil that almost landed me in the hospital. Anatomic pathology results confirmed implant rupture and revealed a .5 cm x .9 cm defect in upper lateral aspect of left implant. I have been subjected to much inconvenience, stress, and physical injury as a result of this situation, and by reporting this information I hope to spare others the hardship. Reference report #mw5160079, #mw5160080.